Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. No additional patient or event information was available. The customer was sent new charging supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.